Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited high pacing and defibrillation impedance, as well as no capture. The patient received inappropriate shock. High-voltage therapy was turned off. Lead extraction was discussed, but not performed. The patient was stable.